Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported event. The fse replaced the graphic user interface (gui) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that a ventilator screen was flickering. There was no report of patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.